Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was above 423 mg/dl at the time of incident and the current blood glucose value was 164 mg/dl. The customer was treated with manual injection. The customer was assisted with troubleshooting. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin did not exit and pump alarmed no delivery. Advise to reinsert reservoir and run manual prime until at least 5.0 units, customer reports insulin exits with the manual prime. Product will be returned device for analysis.